Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with critical pump error (open book image) alarm. Unable to download pump traces and history file using thus software. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to critical pump error. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, j7 power connector, motor and force sensor during visual inspection. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and critical pump error noted. The following were noted during visual inspection: faded serial number label, cracked retainer, cracked keypad overlay, cracked case (battery tube) and cracked battery tube threads. Failed batt test (58) alarm was found in history file on 08/24/2017 17:45:39.000. In summary, customer alleged critical pump error confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported replace battery alarm. The customer also reported hyperglycemia. Customer experienced blood glucose value of 13.4 mmol/l. The event involved product mmt-1711k. Troubleshooting was performed and issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1711k and insulin pump was retuned for analysis.